Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracic surgery, lobectomy procedure, and the staple line failed to form and the area needed to be over sewn. The procedure was prolonged by sixty minutes. Intervention was required to prevent permanent impairment/damage. The area was over sewn as the lung was open. Another device was used to complete the procedure. The pt was reported as stable post-op.